Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port falls apart from the tubing when flushed. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: all required challenge samples, set-up and in process testing was performed in accordance with the control plans. Qn: (B)(4) (kinked tubing) and qn: (B)(4)(missing print-pkg) were initiated during production. Disposition, root cause and corrective action were applied per quality plans. Received 49 nexiva 20ga units from catalog number: 383536, lot number: 8235504. One unit was used and an opened package and 48 unused units in sealed packages. Visual/microscopic evaluation: used unit: the extension tubing was separated from the winged adapter; unused units. Two of the returned units, the extension tubing removed from the winged adapter. No adhesive was found on the extension tubing¿s or around or in the clear port of the catheter adapters. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port falls apart from the tubing when flushed. No serious injury or medical intervention was reported.